Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The wire guide coating stripped. They don't know exactly if it happened within the sphincterotome or when they were going down with the extraction balloon over the wire guide. They could not push the balloon out and that is when they noticed that the coating had come off of the wire guide. No section of the device detached inside the patient. They were able to complete the procedure successfully with another wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Near the 25 cm mark on the distal end of the wire guide, the coating has peeled back on the core wire exposing the core wire. The exposed damaged area is approximately 5.5 cm in length. The coating peeled away from the wire guide but remains attached to the wire guide above and below the damaged area. No portion of the device is found to be detached or missing. Discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to visual inspection and functional test to ensure device integrity. Corrective action: correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.